Event description:
It was reported by service report that the brakes were not holding; covers and brake/steer pedal were broken with sharp edges exposed; jack was drifting. No patient involvement or adverse consequences are reported.